Manufacturer narrative:
Manufacturer ref# (B)(4). K121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a gunther tulip filter®. The inferior vena cava (ivc) diameter at the intended filter location was 16.23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a gunther tulip filter® was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was extravasation of contrast with no filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed a sub-optimal exam. There was no ivc anomaly or thrombus in ivc prior to filter placement. The filter was deployed into the ivc infrarenal site, the ivc diameter was 16.2 mm. There was no evidence of filter deformation or migration with filter tilt of 9.9 degrees in the ap view. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 0 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 0.5 degrees of filter tilt in the ap view and 22 degrees in the lat view. Patient outcome: pt remains in the study.

Manufacturer narrative:
(B)(4). Summary of investigational findings: a tulip filter was placed in infrarenal location with insignificant tilt on ap projection. Three days later - after placement of a wallstent - the filter was in stable position on ap radiograph, but on lateral radiograph a 21° tilt in reference to anterior margins of vertebral bodies was noted. However, without some cross-sectional imaging it cannot be determined, if the tilt was related to the endovascular procedure, or if was artificially exaggerated in reference to the spinous processes, as tilt should be measured in reference to the longitudinal axis of the ivc. Filter tilt is a known potential complication of vena cava filters. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a gunther tulip filter®. The inferior vena cava (ivc) diameter at the intended filter location was 16.23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a gunther tulip filter® was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was extravasation of contrast with no filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed a sub-optimal exam. There was no ivc anomaly or thrombus in ivc prior to filter placement. The filter was deployed into the ivc infrarenal site, the ivc diameter was 16.2 mm. There was no evidence of filter deformation or migration with filter tilt of 9.9 degrees in the ap view. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 0 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 0.5 degrees of filter tilt in the ap view and 22 degrees in the lat view. Patient outcome: pt remains in the study.